Manufacturer narrative:
(B)(4). Date sent 4/9/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided therefore a device history could not be done. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colostomy revision, they used the device and reload and then the surgeon fired the stapler and a good amount of the staples were complete. Throughout the line of staples there were various goalpost shaped ones. Case was completed by using another reload and transecting the tissue. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 6/10/2025. D4 batch #. 223d80. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the glc100 device was received with no apparent damage and with a glcr100b reload present. The reload was returned fully fired. During the visual inspection, a witness mark was noted on the distal end of the anvil, indicating the tips of the device may not have been aligned when the halves were clamped. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended on a test skin. In addition, the second test firing was performed using ex-vivo porcine colon tissue, referred to as tissue, to simulate clinical usage. The device was reloaded with a new 100mm blue cartridge (glcr100b) and set up to fire into indicated thickness tissue. The staple lines and cut lines were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following statement that: do not use the instrument until it has been visually inspected to confirm there are no staples or tissue on the jaws or on the knife. Loose staples or trapped tissue may result in difficulty loading a reload, instrument malfunction including failure of the safety lockout mechanism and or malformed staples and may lead to serious surgical consequences such as bleeding, leakage, or disruption. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 223d80, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2025. Corrected data d4: UDI#.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Photo analysis: this is an analysis of eight photos submitted for evaluation. During the visual analysis, the following was observed: from the 0 to 3rd photos show several staples no properly formed. From the 4th to 7th photos show a piece of tissue with one staple line and several staple legs can be seen unformed. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.